Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that, for the past month or more, the patient's handset had been "doing a lot of weird things". The patient's handset would show what the lockout was, but did not show the clock counting down. The patient planned to monitor and call back if she needed further assistance. The patient also reported that, the close she gets to a pump fill, the handset was lagging at 90%. Patient services reviewed data and how to delete. The patient planned to call back if she needed further assistance. The patient had 10 boluses per day.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.